Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of channel b failure was confirmed during product evaluation by baxter service personnel. This condition was due to a defective pump head module (phm). The phm was replaced to correct this condition. A service history review revealed previous service events were related to the reported condition. A device history review was performed finding that the pump failed '814:09' at channel c. The phm was changed and the pump passed subsequent testing.

Event description:
The facility reported a colleague infusion pump with a malfunction of all channels failed. This is addressing the failure on channel b. This condition had the potential to interrupt delivery. The event was reported to have occurred after infusion in the coronary care unit. There was a patient involved, however, there was no report of patient injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.